Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1608062. Port & catheter, implanted, subcutaneous, intravascular allegedly experienced tear, rip or hole in device packaging. This report was received from a single source. This event did not involve patient with no reported patient contact. The patients age, weight and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed 2385 - tear, rip, or hole in the device packaging. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1608062, port & catheter, implanted, subcutaneous, intravascular, allegedly experienced tear, rip or hole in device packaging. This report was received from a single source. This event did not involve a patient with no reported patient contact. The age, weight and gender of the patient were not provided.